Manufacturer narrative:
Pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. However, confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue.

Event description:
Customer reported via phone call that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running error. Customer blood glucose value was 98 mg/dl. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was assisted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.